Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in five segments. Final analysis found an external insulation abrasion noted at 3.0 cm to 3.5 cm from the cut end of one middle portion segment and another external insulation abrasion noted at 10.8 cm to 11.2 cm from the cut end of another middle portion segment. These external insulation abrasions were consistent with lead friction to can.

Event description:
This report is to advise of an event observed during analysis.